Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) was unavailable as the serial number ((B)(4)) does not appear to be a valid integra identification number for product ID a1059. Upon evaluation of the received unit, the ratchet extension arm would not go through the base smoothly. The lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and lock needing new components added to replace worn internal parts. The unit needed to be machined to have heli-coils added to the large starburst threads. The reported complaint was confirmed via inspection of the unit. The returned unit did not meet all specific functional tests. Device was manufactured in 2009 and observed issues are all consistent with normal use and wear. UDI #: (B)(4).

Event description:
A supervisor reported that the a1059 mayfield modified skull clamp does not clamp into place when pushed together consistently. There was no known patient injury or delay in surgery.